Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause has not been determined. It is presumed to be a faulty connection (short circuit) between battery and extension wire, but they don't know that for sure. Actions/interventions involved turning the device off because symptoms recur when it is turned on.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that they did not see anything at the revision procedure that would indicate a specific issue/cause for the patient¿s electrical sensations/shocking issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Refer to manufacturer report (B)(4) for details pertaining to the related reportable event.] If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient was getting the reported uncomfortable electrical sensation from their head to toes on left side of their body when ins is on. Caller stated that about 30 seconds after turning the ins on is when they felt the sensation. The caller stated they didn't feel comfortable touching patient/palpating system so they didn't perform this troubleshooting step. The caller provided the following impedances: therapy impedance on left - 1083 ohms. Therapy impedance on right - 703 ohms (when patient was actively feeling stimulation), 1139 ohms (when system was off/patient wasn't feeling sensation) electrode impedance on left - ranged from 1195-3420 ohms electrode impedance on right - ranged from 1297-2300 ohms caller indicated patient is programmed on c+ 11- on the right side and the no programming changes were made at the appointment a few weeks ago. Caller further states the cause of the issue is unknown and they will discuss steps with the hcp.

Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that both extensions were replaced as the patient felt that system was faulty (right extension specifically). The electrically sensations were then reported as resolved and confirmed with the surgeon post procedure.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) found no anomaly with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was feeling electrical shocks/intense tingling on whole left side of body. When touching the ins area, patient almost fell to the floor. Patient has now turned the implant off and is feeling better. No falls were reported. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.